Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 moved unexpectedly. The site confirmed no patient injury due to the issue. The procedure was completing as planned. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The resolution of the issue was not known. The usm was replaced later as it was an intermittent issue. The procedure was completed robotically with the same da vinci system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported issue (non-intuitive motion) failure and was not confirmed or replicated. Upon visual inspection of the unit, no issues were found that would be related to the reported issues. The unit was installed onto a golden system and there were not any trigger errors related to the reported event. The unit was then installed onto a pftp and failed sensors checked on dof 2. This may has cause intermittent, uncontrollable movement in the field. As a result of these findings failure analysis, was able to conclude that the yaw sl pca was found to be a potential root cause of the of the reported event. The complaint was confirmed by failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the yaw sl printed circuit assembly (pca).